Manufacturer narrative:
The insulin pump alarmed button error and the act button had no button response due to flattened dome switch. The device had cracked case at the display window corners, cracked batter tube threads, cracked reservoir tube lip, broken reservoir tube lip, minor scratches on the display window, and missing end cap sticker.

Event description:
Customer reported via phone call, the insulin pump alarmed button error. Previously the buttons weren't responding properly. Her blood glucose was 151 mg/dl. She disconnected form the device and put the device down while she was taking a shower. It started to alarm while she was still in the shower. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.